Event description:
It was reported that a gibson healthcare membrane 3-4 was placed for an implant with graft during (B)(6) 2024. The patient came back on (B)(6) 2025 stating the membrane was loose. The suture was sewn with silk. When the clinician performed the "check," the clinician stated the membrane is "very mushy". No adverse event reported, no indication of negative patient harm. Additional information was requested, but no additional information has been provided. If additional information is received the flowchart will be updated. At the time of initial intake, the medical device reportability decision tree was completed, and the complaint was determined to be non-reportable (see attached medical device reporting decision worksheet, signed (B)(6) 2025. Additional information was received on 01/21/2025. The original procedure was performed on (B)(6) 2024 for implant surgery and patient came back on (B)(6) 2024. The patient stated the membrane was irritating his tongue. The clinician stated there was primary closure, full thickness flap was done. Membrane was placed but due to grafting, there was a slight opening of 1-2mm. The clinician stated, "usually there is no problem with this". The patient described feeling the membrane and recalled the membrane was "mushy". There was a 2nd follow up visit as the patient needed intervention. No indication of what the intervention was. According to the complaint, there was surgical delay, because there was "no membrane". Additional information was received on 01/27/2025. The original procedure performed was an "implant with additional bone grafting / membrane placement. Gibson healthcare .5cc mineralized cortical/cancellous mix allograft bone particulate 250 m-100[?] M (.25mm-1mm) 50/50 mix product number: 5779-231 (this product is not manufactured by cmi) was utilized along with the gibson healthcare membrane 3-4 product number: 5250-784. Additional information regarding the treatment for intervention, delay in surgery and patient status has been requested, but has not been provided at this time.